Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software crash has been detected. A surgery delay has been reported < 30 minutes.